Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. The device was not returned for analysis. The reported event was confirmed by review of pictures. Visual examination of the provided photograph identified that the screw head and shaft are fractured. The device history record was not reviewed due to lack of product identification. A root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a 3.5 x 10 short thread headed cannulated screw was found broken during inspecting the instrument tray following shipment to a facility. There was no patient involvement. Attempts have been made and no further information has been provided.